Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event was attributed to a manufacturing error that was not detected during inspection. Corrective action has been implemented. The metallurgical analysis results in conjunction with the medical info provided suggest that this event would not be associated with the device but rather would be pt related.

Event description:
The width of one of 4 notches in the lag screw was too narrow to fit into the lag screwdriver. A lag screw 5 mm longer was used to complete the procedure. This event did not result in any adverse consequence for the pt or surgical delay.